Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with the pfna blade (90mm) in question. After the nail insertion, the surgeon chose the 90mm blade. The surgeon tried to connect the blade to impactor with a wrench, but he couldn¿t because the blade didn¿t rotate at all. The surgeon used 95mm blade, and he could connect the blade successfully without wrench, and the surgery was completed successfully without any surgical delay. The blade was a little longer at the lateral side than normal. The similar event occurred and it was reported by (B)(4). No further information is available. Concomitant devices reported: unk - nail (part# unknown, lot# unknown, quantity 1), unk - impactor (part# unknown, lot# unknown, quantity 1), unk - wrench (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10 h3, part: 04.027.053s, lot#: 32p6649, manufacturing site: bettlach, release to warehouse date: 24 dec. 2019, expiry date: 01. Dec. 2029. A manufacturing record evaluation was performed for the finished device with lot number 32p6649, and no non-conformances were identified. Visual inspection: the received pfna blade was received in locked state. The device is in a very good condition without any damages. Functional testing: a function test with an at the customer quality (cq) department available impactor was performed and the complained malfunction could not be confirmed. It was possible to attach, lock, unlock and remove the blade without any issues. The blade is functional as required. Investigation conclusion: the complaint is rated as unconfirmed, since the device is functional as required. In hindsight, and with the provided information, it is not possible, to determine the exact cause of the complained issue. We only can assume that during the operation an application error may have taken place. No manufacturing related issues could be detected. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore, the in the investigation flows listed remaining investigation steps are not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.